Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula of the received pod was found to be damaged near the distal tip (found flattened). During investigation, fluid was observed leaking through a tear on exposed soft cannula, at the point where it was damaged. It could not be conclusively determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod download data did not indicate any pulse width increases or signs of struggle in insulin delivery during operation. The bottom and the middle batteries were measured to be depleted. So, pod data was downloaded by powering the pcb using external power supply. It could not be determined when the battery depletion occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 380 mg/dl while wearing the pod on the patient's hip/buttocks for between 4 and 24 hours. As treatment, a new pod was applied.